Event description:
The catheter's shaft was fractured. Surgical retrieval of the shaft of the catheter was performed. Report received from the field indicated that a 70-yr old female pt with unstable angina pectoris was undergoing a ptca procedure. Difficulty was experienced during attempts to advance the catheter within a very tortuous artery. The shaft of the catheter was noted to be fractured. Surgical retrieval of the remaining shaft of the catheter was performed. There was no other report of pt injury or complications.